Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise, dislodgement & pacing inhibition during therapy upgrade procedure due to insulation damage. This rv lead was surgically abandoned and was successfully replaced. No additional adverse patient effects were reported.